Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2007, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors were not detected on bus. A field service engineer (fse) verified the customers issue, checked all tower doors and the hardware test application (hta) app (which functioned correctly), but found the tower door not working in the mad app, further troubleshooting revealed towers doors 5-8 were not in bus, so the comsled was replaced, and technical support centre (tsc) must apply ka (cannot recover tower doors 5-8 after commsled replacement) to reconfigure the key for doors 5-8, this has been escalated to tsc, and an agent will log in to configure doors 5-8 in structured query language (sql). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, doors 5,6,7,8 were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.